Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21nov2019. This event was resolved via telephone call between the manufacturer's technician and the customer - there was no on-site evaluation by the manufacturer. From conversation and questioning, it was determined that the issue was verified as a problem with the oxygen truck hose/ input connector, and not within the ventilator. The hose was swapped out for another, and the issue was resolved. The customer then later followed up with the manufacturer, and added that the one way check valve in the oxygen truck cable and regulator was malfunctioning. This matter is now considered resolved at the customer's facility.

Event description:
The customer reported a ventilator with a 'no oxygen available' alarm. No patient involvement/harm.